Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh, perfix plug and ventralight st on (B)(6) 2012 and/or (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh and perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh, perfix plug and ventralight st on (B)(6) 2012 and/or (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh and perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2012 ¿ patient was diagnosed with right inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device #1). Per operative notes, ¿ indirect inguinal hernia sac was dissected and large size 3dmax mesh (device #1) was placed and tacked and sutured.¿ on (B)(6) 2013 ¿ patient was diagnosed with recurrent right inguinal hernia and left inguinal hernia and umbilical hernia thereby underwent laparoscopic and open repair with implant of ventralight st mesh (device #2) and two perfix plug (device #3 and #4). Per operative notes, ¿in left upper quadrant, a umbilical hernia defect was noted and placed with 3dmax mesh (device#2). In the left lower quadrant, medial defect in the cord was noted and perfix plug (device #3) was placed and sutured. In the right-side lower quadrant,¿ a large amount of scarring with direct hernia was noted. A perfix plug (device #4) was placed and sutured and tacked.¿ on (B)(6) 2021 ¿ patient had adhesions, abdominal pain thereby underwent laparoscopic repair thereby underwent lysis of adhesions. Per operative notes, ¿omental adhesions were taken down, the mesh (device #2) was seen depressed in the centre and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2012) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4, d6a, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol 3dmax (device #1). An additional supplemental emdr and an emdr were submitted to represent the bard/davol perfix plug (device #4) and bard/davol ventralight st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.